Event description:
A malfunction in the pump was reported by rubin medical aps in denmark on november 17, 2025. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, as it was under warranty. The customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Additionally, the customer was guided on how to put the faulty pump into storage mode and return it with a pre-paid label.